Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to provide additional information obtained through follow-up, and to correct h6 health effect - impact code. Additionally, follow-up confirms there has been no device malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus determined that the phenomenon was caused by unintentional contact with the face when the light guide connector was detached and the distal end part was hot. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "instructions/video system center/olympus cv-170 ·do not look directly into the distal end of the endoscope, the distal end of the light guide cable, or the output socket of the video system center when they are emitting light. The intense light may cause eye injury. ¿ do not touch the distal end of the endoscope connector of the endoscope, distal end of the light guide connector of the endoscope, both distal ends of the light guide cable, or output socket of the video system center immediately after disconnecting it from the video system center because they are extremely hot. Operator or patient injury can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information previously provided based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the phenomenon occurred when enf-vh light guide connector was removed and the user unintentionally touched the a hot area near the end with their hands. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that two instances of burn occurred. The second instance occurred while a staff member was removing the light guide connector from the video system center and the light guide post touched their hand and a burn occurred. This occurred after the unspecified procedure was over during clean up. The burn was stated to be minor and required no additional interventions. The staff members outcome was stated to be "good." (B)(6) is for the burn that occurred on an unknown date in (B)(6) 2023 (reported to be "a month ago" prior to the report) to the face. (B)(6) is for the burn that occurred on (B)(6) 2023 to the hand.